Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that matrix drawer 2.1 was failing. The field service engineer (fse) replaced the retractor band for drawer 2.1. Although the drawer was still functional with the original retractor band, physical damage was observed, and the band was replaced proactively. After replacement, the fse was unable to reproduce any errors or failures in either the main application or the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es every time the drawer was opened, a hardware error occurred. The error could be cleared, and the drawer could be used, but it failed intermittently when opened during a case. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.